Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The date of the event is an estimate.

Event description:
Related manufacturer reference# 1627487-2020-32119 & 1627487-2020-32118. It was reported the patient experienced ineffective stimulation. As a result, the physician explanted the patient¿s entire system. Exact explant date is unknown.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.